Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon ruptured upon initial inflation at 10 atmospheres for 5 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b pro code (product code): fge, lit.